Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left anterior descending artery with moderate tortuosity, moderate calcification and 90% stenosis, a 2.5x33 mm rx xience xpedition stent delivery system (sds) was advanced and the stent was deployed at the target lesion; however, the stent was not fully apposed to the vessel wall. Another same size rx xience xpedition stent was implanted inside the previously implanted 2.5x33 mm rx xience xpedition stent to treat the target lesion and fully appose the stent to the vessel wall. The procedure was completed. There was no adverse patient effect and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to deploy from this lot. Based on the reviewed information, no product deficiency was identified.